Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged, ar-1922bcm, suture anchor, biocomposite pushlock, batch 15354266, was received for evaluation. Visual inspection revealed that the pushlock was damaged along the threads. The most likely causes of the reported failure are misaligned insertion and prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff surgery the anchor came along with the shaft when the shaft was removed. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.